Manufacturer narrative:
The medela customer service rep requested the customer to call back when she has her power adapter and requested the defective power adapter be returned for evaluation. The customer has not called back and the defective power adapter has not been received at medela of (B)(4) 2014. The product involved in the complaint was not returned for evaluation/investigation. Therefore, no conclusion can be made as to the cause of the event. Customer follow up was not successful. Should additional info or the original product be received, resulting in new, changed, or corrected info, a follow up report will be filed at that time. The revision for the power supply is unk. If the revision is rev l or rev m, then issue with a damaged transformer housing for the pump in style device was addressed in investigation (B)(4). The investigation found that the transformer are being damaged during shipment from the MFR to medela. This damage is causing the plastic housing to fail prematurely when subjected to normal use and foreseeable misuse. The packaging used by the MFR to ship the transformers to medela is not robust enough to handle all of the potential shipping, handling, and abuse conditions that could arise from logistics of the consolidation process has been modified to reduce the handling and potential for double stacking of the skids. The shipping packaging strength has also been increased to further protect the transformers during shipping. If the revision is rev n, then the cause of the breach in the rev n transformer has not been determined at this time. It is currently being investigated under ir (B)(4).

Event description:
The customer reported to medela customer service that her transformer housing has separated exposing inner electrical circuitry, which is a safety risk.